Manufacturer narrative:
Investigation results: the camera console was rec'd for investigation and the reported problem was unable to be verified. There were no electrical safety problems found during testing of this unit. Conmed linvatec will continue to monitor this device for failures.

Event description:
It was reported that the user was standing in water when he touched the camera console and felt an electrical shock in his finger that radiated up his arm. There was no injury to the user and no required treatment. This event had no patient contact.